Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during maintenance pre-checks that the volumes were high (1250ml) when set at 500ml. The unit didn't alarm for high volumes or anything else. Assuming that is was a flow sensor (altitude set correctly) the reporter proceeded to calibrate the transducers. It was noticed during calibrations that the exhalation flow transducer failed. All other transducers passed. There was no patient involvement.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed, the exhalation differential pressure transducer was responsive to pressure but had a output differential voltage below carefusion specifications causing the exhalation flow transducer to fail.